Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type I endoleak required additional endovascular treatment.

Event description:
In 2004, this pt was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. In 2009, the pt presented emergently with a ruptured abdominal aortic aneurysm resulting from a distal type I endoleak. The device was extended distally with two medtronic aneurx aaa limb grafts. The endoleak was resolved. The pt tolerated the procedure. The pt was recovering in the hospital. Four days later, the pt expired from multi-system organ failure. No devices are being returned to gore for eval. An autopsy report was requested but not provided. The physician did not have record of an autopsy being performed.